Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of 443 mg/dl. At the time of the call, the customer had blood glucose of 121 mg/dl. The customer was advised to use the tubing clamp to test the pump and the test resulted in no delivery. The customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction and to follow up with their doctor regarding the high blood glucose. Customer was advised that the infusion sets would be replaced and to return the product for analysis.